Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed failure to capture and under fluoroscopy dislodgement on the right ventricular (rv) lead. The physician elected to reposition the rv lead. The patient was in stable condition before, during, and afterwards.